Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device with a small-bore sheath after a percutaneous coronary intervention procedure. Reportedly, the foot could not be closed. The device was removed (with the lever open) against resistance. Upon removal, it was noted that the foot remained partially opened. When manipulated outside of the patient anatomy, the foot opened and closed when the lever was cycled. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 -against resistance.